Event description:
The customer reported that the intellivue mp20 "speaker was malfunctioning". A "speaker malf. Inop" was displayed and there was no sound coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.